Event description:
A physician reported that cutting failure of the probe occurred during the vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items. The returned sample was visually inspected and found to be non-conforming with the needle severely bent at the stiffener and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. A wear evaluation could not be performed as the inner cutter broke off in the needle and could not be extracted. Gouge marks were observed on multiple locations along the part of the inner cutter that did not break off in the needle. Black foreign material was also observed on that same portion of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was unable to be tested due to the actuation failure, therefore, the reported cut failure could not be confirmed. The most likely cause for the actuation failure is the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure was unable to be confirmed and an exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).